Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a blank lcd display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 had an lcd display that was blank. The customer reported that they already tried replacing lcd and the ribbon cable from user interface (ui) pcba to the power management (pm) pcba; however, the issue was not resolved. The rse recommended trying a different ui assembly, and if it worked, then the issue would be isolated to the ui assembly, or the lcd cable. The rse noted that if the ui assembly does not resolve the issue, then it could be the power management pcba. It was reported that the customer was able to swap a ui assembly, and the issue was not resolved. It was then determined that the problem was in the base of the device, and the signal path stated the pm pcba, then the cpu pcba could be the issue. Onsite service is required.

Manufacturer narrative:
A philips service engineer (se) noted that the device needed a replacement power management board.

Manufacturer narrative:
H10: the service engineer reported that the power management board within the device was removed and replaced with a different power management board, and then was tested. The device's display was reported to work as intented. A replacement power management board was ordered and installed on the device. The system meets the specification for the performed service and is returned to use.